Event description:
Treatment of a small aneurysm measuring 4mm x 4mm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (4.75mm x 35mm) without issues. On (B)(6) 2013, the patient presented with retinal hemorrhage. The physician suspects that this is a result of the plavix (anti-platelet therapy). The patient was discharged and was last reported as going to see an ophthalmologist to identify the underlying condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted int he patient. (B)(4).